Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did exhibit greater than 2,000 ohms pace impedance, which resulted in an early surgical intervention to address the issue. There was no allegation against the associated cardiac resynchronization therapy defibrillator (crt-d) which was removed during the lead revision procedure, for the fact of decreased longevity without evidence of abnormal device behavior. There were no other adverse patient symptoms beyond the necessity for early surgical intervention.

Manufacturer narrative:
Most recently, portions of this lead were returned to the boston scientific post market quality assurance laboratory for analysis purposes. The allegation of impedance greater than 2000 ohms pace impedance could not be confirmed by analysis. Induced damage only was noted on the lead segments returned. A segment of the mid-body section of the lead was not received at crv. The associated cardiac resynchronization therapy defibrillator (crt-d) which was electively explanted at the time of the rv lead surgical intervention, had also been returned for analysis. Analysis of the crt-d determined that it did perform within normal limits on all accounts. No further information is expected and the investigation is considered closed at this time.